Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. Pt reports feeling ill on the day before. When his blood glucose began to rise, he checked his pump and found that pump was wet with insulin. The pt reports that "insulin was leaking where the tubing hooks onto the cartridge." The pt reports that prior to hospitalization his blood glucose was "high" on his meter. Upon admit, the pt's blood glucose was measured as 630 mg/dl. He was treated with insulin and IV fluids. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operation or functional failure was detected and the product was within specification.